Event description:
It was reported that the patient underwent a revision procedure due to pump automatic erection and the device would inflate without pressing the pump with an inflatable penile prosthesis (ipp). The ipp pump and cylinders were explanted and a new ipp cylinder and pump was implanted. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of automatic erection was confirmed. Based on a review of all available information, the cause of the reported event the root cause was due to the pump failed the activation test. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to pump automatic erection and the device would inflate without pressing the pump with an inflatable penile prosthesis (ipp). The ipp pump and cylinders were explanted and a new ipp cylinder and pump was implanted. The patient recovered following the procedure.